Event description:
A hydrothermablator was used during a hydrothermablation procedure(age, weight unknown). According to the complaintant, when the doctor dilated the cervix, she noticed it was a little loose. About 4 minutes into the ablation, she noticed a fluid loss of approximately 10cc. The doctor cooled down the patient, stopped before the machine alarmed. Post procedure, she noticed a very mild whitening on the vagina, silvadene cream was applied, the procedure was completed with this device and there were no further complications reported with the event.

Manufacturer narrative:
A device evaluation was not performed as the product was disposed. A device history review was not performed as no lot number was provided. Additionally, as no lot number was provided, the expiration and manufacturing dates are not known.